Event description:
It was reported that the patient suffered a dislocation three weeks after his right total hip replacement. There is not any notification that a medical intervention or treatment was performed to correct the problem.

Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved, our investigation cannot proceed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The clinical/medical team also concluded that without the supporting clinically relevant documents, a thorough clinical investigation cannot be rendered. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.